Event description:
It was reported that a device component was left inside the patient. The balloon protector was not removed prior to introducing a 2.5mm x 80mm x 150cm coyote balloon catheter into the patient. The balloon protector sleeve came off and went down the patient's artery and was not able to be removed. The procedure was immediately stopped. No patient complications were reported and the patient was doing okay. It was further reported that patient complications occurred. Protective outer sheath from 2.5x80x150 coyote balloon was retained in patients body, and the procedure performed was: exploration distal left anterior tibialis artery with removal of foreign body and vein patch angioplasty. Preoperative diagnosis was non- healing ulcer on left foot, and the procedure performed was: percutaneous ultrasound guided dynamic aortogram with bilateral lower extremity runoff with interpretation left popliteal and anterior tibialis artery directional atherectomy with left popliteal artery drug coated balloon angioplasty and left at angioplasty. Patient was discharged home on 12dec2019. No prognosis notes found yet.

Event description:
It was reported that a device component was left inside the patient. The balloon protector was not removed prior to introducing a 2.5mm x 80mm x 150cm coyote balloon catheter into the patient. The balloon protector sleeve came off and went down the patient's artery and was not able to be removed. The procedure was immediately stopped. No patient complications were reported and the patient was doing okay.